Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on the reported information, it was surmised that the possible cause of the reported endoscopic image problem was a temporary contact failure between the subject device and a video system center. The ch-s200-xz-ea instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. In the procedure, an endoscopic image problem which would be attributed to the subject device occurred. The user replaced the subject device with another device and completed the procedure. There was no patient injury reported.